Manufacturer narrative:
Analysis was performed bench repair personnel which included testing for sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker. The device was returned to the customer. E1 reporting address line 1: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating there was a warning for a technical malfunction in the speakers; no sound was coming from the speakers. The device was in clinical use on a patient at the time of the event. No adverse event was reported.